Event description:
Crm sal 2023 001 during the 1 month follow up, the battery impedance was 0,24 kohm and the inflection was not reached. Reportedly, the patient past away in january, by causes unrelated to the pacemaker. The information obtained are that the patient was hospitalized in november. He was a patient with paroxysmal atrial fibrillation who refused anticoagulation. He also had episodes of atrial fibrillation leading rapidly into the ventricle.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.